Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a peeled downstream occlusion (dso) seal, and the dso alarm appeared too early during use. The cause of the customer reported problem was the peeled dso seal. The pump ehl showed "no cassette" alarm messages, and the pump memory showed error code 44510. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal and deleted the error code 44510.

Event description:
It was reported that the device had an air alarm. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an air bubbled downstream occlusion (dso) seal. The cause of the customer reported problem was the air bubble on the dso seal. The pump ehl showed "no cassette" alarm messages, and the pump memory showed error code 44510. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replaced the dso seal, and deleted error code 44510.